Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing impedances and thresholds starting about seven months earlier. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Approximately 20 months later, the impedance was noted to be high. The lead was capped and replaced.